Manufacturer narrative:
According to the facility, the balloons of the foleys are not inflating and therefor the foley was not staying in place. Whenever this occurred, the facility stated that they replaced the foley with their own non temp foley. The facility stated since these are not temp foleys, they put in a nasal temp for their cardiac procedures. The facility stated there was no serious injury. A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the balloons of the foleys are not inflating and therefor the foley was not staying in place. Whenever this occurred, the facility stated that they replaced the foley with their own non-temp foley.